Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable adverse event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: h3 - device evaluated by manufacturer: corrected to yes. Additional information: d9 - date of device return added. G6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for correction and additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. Parts of the product were returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The iol was cut in half. There was not any other damage on the iol. The injector was not returned. We were unable to measure the power of returned iol because the optic was cut in half, and the center of the optic (diameter: 3 mm) was not available. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: 254). In addition, research in our complaint database indicated there were not any similar events in the same production lot numbers. The exact root cause was not determined. However, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Error of predicted refractive; lens power may not match to declaration. Temporarily decreased va; >5 days after implantation. Implant date: (B)(6) 2020. Explantation on (B)(6) 2020; secondary surgery required on future date.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. Manufacturer's codes for patient health effects (clinical and impact), and device problem and component have been entered in this report. Manufacturer's codes for investigation type, findings and conclusion are pending the completion of the product investigation. Product is yet to be received from the customer. A detailed investigation of the product will be conducted once the product is received by hoya. A follow-up report will be submitted once the investigation is completed.

Event description:
Error of predicted refractive; lens power may not match to declaration temporarily decreased va; 5 days after implantation implant date: (B)(6) 2020. Explantation on (B)(6) 2020; secondary surgery required on future date.